Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later stated that they had their internal neurostimulator battery replaced by health care provider on (B)(6) 2016 to resolve the return of symptom.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
The patient reported that on the patient's programmer poor communication was noted. The patient reported she had a return of symptoms and wanted to adjust her stimulation on her patient programmer (pp) but was seeing the poor communication screen. Patient would not do telemetry with or without antenna. The patient stated she has tried replacing the batteries and has not dropped or gotten the pp wet. The patient used antenna and confirm antenna was securely sync with implantable neurostimulator (ins) but did not resolved the issue. It was noted that patient received a replacement pp a day later but was still unable to connect with her implant. The patent stated she has tried connecting with her antenna as well as connecting with her spinal cord stimulator (scs) antenna but still could not connect to her implant. The patient stated she would be meeting with her health care provider (hcp) on (B)(6) 2016 to see about possible reprogramming. The patient stated her hcp stated if he were unable to resolve the issue by reprogramming then he would need a manufacturer representative present at the following appointment. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.